Event description:
Pt experienced high blood glucose on 01/01, stated that infusion set not changed for 5 days. Pt instructed according to instructions to change infusion set every 2-3 days. Nurse discovered that luer connection to pump was leaking. Pt also being tested for flu.